Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fas to fdi.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time; however, this type of reported phenomenon is most likely related to the operator's technique. The instruction manual warns users to: "pull the slider to confirm that the distal end of the snare loop is completely retracted into the snare tube. When using the instrument while the snare loop is not completely retracted into the snare tube, the strangulation becomes insufficient and the tissue may not be resected completely and hemorrhages, punctures, or mucous membrane damage could result. In addition, it may be impossible to remove the snare loop from tissue due to burn on tissue. The instruction manual also states to always have pliers ready to cut the insertion portion in case the snare loop cannot be removed from snared tissue. " if additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a polypectomy procedure, the snare became stuck the patient¿s polyp. The surgeon was able to withdraw the scope, while leaving the snare intact. It is unknown if the intended procedure was completed. The patient¿s outcome is unknown.